Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received an unexpected power loss alarm. The customer¿s blood glucose level was unknown. The customer states that they received several replace battery now alarm without low battery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The formatted history file confirmed low battery alarm triggered during insulin pump therapy. Device passed the displacement test, self test, sleep current measurement and active current measurement.